Event description:
It was reported that the patient had a "staff infection." The infection occurred following the implant. It was stated that three weeks prior to the report the patient saw his implanting healthcare professional (hcp) and found out he had a "staff infection." It was stated that the patient was put on antibiotics at that time, finished the course of antibiotics, and was put on another course of antibiotics which he was still taking. It was stated that the patient would have another appointment with the hcp in four days. One week later it was reported that the patient was supposed to come home after the implant but stayed in the hospital for 2 days. It was stated that when the patient got home he was taken right back to the hospital for treatment for infection. The reporter also was trying to change patient's implantable neurostimulator (ins) settings from program a at 1.60 v to program b and was not able to make changes. Three days prior to the report the patient had program b but, after recharging, program b was not available. The patient was last in the hcp office three days prior to the report and it was stated that after the appointment the patient noticed "something was not right." When he got home he found the battery was dead and needed to recharge the ins. It was stated last time the patient recharged was one week prior to the report. It was stated that no one showed how to use recharger and "they had to call around to figure it out." It was stated that the patient did not receive any training. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37746, serial# (B)(4). Product type: programmer, patient: product ID 3708160, serial# (B)(4), implanted: (B)(6) 2013. Product type: extension: product ID 3708160, serial# (B)(4), implanted: (B)(6) 2013. Product type: extension: product ID 39286-30, serial# (B)(4), implanted: (B)(6) 2013. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Follow up information received from the healthcare professional (hcp), reported that the perioperative antibiotics were administered with the onset of infection noted as (B)(6) 2012. Patient symptoms of fever, redness, and pain were reported and it was noted that they did not have meningitis. The primary location of the infection was reported as the device pocket. No cultures were taken. The patient was treated with IV antibiotics with the outcome reported as infection resolved.

Manufacturer narrative:
(B)(4).